Event description:
A pt had an incident of hypoglycemia. During this reported incident 911 was called and paramedics were summoned as the pt had become incoherent. The paramedics managed the incident on site. The reporter is questioning the accuracy of his insulin infusion pump with blood glucose monitor and it is alleged that this could have contributed to the incident. The reporter stated that her blood sugars were running high most of the day. At approx 0100 the pt preformed a site change as her blood glucose was 444mg/dl and she did a correction bolus that apparently did not bring it down. At 0141 her blood glucose was 459mg/dl at which time she again gave her self a correction bolus. At 0149 her blood glucose was 447 mg/dl at which time she increased the insulin correction dose to 2.5 units. She states that she checked her blood glucose at 0430 and it was 112mg/dl. She went back to sleep-at 0730 her family member attempted to awaken her and found her incoherent and 911 was called. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.